Event description:
It was reported that foreign matter was present on the device. During preparation procedure, an opticross imaging catheter was selected for use. However, white fragment which was seen as a marker of the telescope hand base part. Just to make sure of the safety of the procedure, the device was replaced with a non bsc device. No patient complications were reported.

Event description:
It was reported that foreign matter was present on the device. During preparation procedure, an opticross imaging catheter was selected for use. However, white fragment which was seen as a marker of the telescope hand base part. Just to make sure of the safety of the procedure, the device was replaced with a non bsc device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. The femoral marker of the sheath assembly was found to be damaged. During the visual inspection the foreign material was found to along of the device. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process.